Event description:
Reporter received the error 1 message one time. Reporter had been getting high blood glucose results for her. Reporter waited an hour, retested and received a blood glucose result of "around 230" mg/dl. Reporter does use color comparison chart but did not use it at the time of the error 1 message.